Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, an allergic reaction, edema, and death occurred. The 80-90% lesion being treated was located in the left circumflex (lcx) artery. The physician deployed a 3.00x20mm taxus liberte drug eluting stent and the pt was discharged the following day. Six days post the stenting procedure, the pt presented to the emergency room due to facial edema and lasix was prescribed. Ten days post the stenting procedure, the pt presented with edema all over his body. It was determined to be an allergy and a unk oral medication was prescribed. Hospitalization was recommended if it became worse. Seventeen days post the stenting procedure, a family member of the pt reported that the pt had pulmonary edema and inflammation. The pt was intubated in the ICU. Thirty five days post the stenting procedure, the pt death was reported. The cause of death is unk. The relationship of the allergy, edema, and death to the taxus liberte stent is unk. Additional info was requested, but not provided.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.